Manufacturer narrative:
This report is submitted on october 16, 2023.

Event description:
Per the clinic, the patient experienced infection at the implant site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). The patient also underwent a revision surgery on (B)(6) 2023 in order to cauterize the overgrown skin.